Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for oil gel globules with the incident lot was not observed in the photos. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and the issue of oil gel globules was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Based on the investigation completed on retention samples, we are able to confirm this complaint.

Event description:
It was reported after use the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced clogged/blocked instrumentation probe and oil gel globules. This event occurred 1525 times. The following information was provided by the initial reporter and translated from (B)(6) to english: the customer stated ¿gel globules stick on probe.¿